Manufacturer narrative:
(B)(4). Evaluation summary: the rx voyager balloon catheter was not returned for evaluation; therefore, it was not possible to perform a thorough analysis on the product, which may have aided in determining a cause for the reported rupture. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Based on the information provided, the lesion was mildly tortuous, mildly calcified and 90% stenosed, which may have contributed to the experienced rupture. Furthermore, since there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to use. If the balloon experiences mechanical damage at some point during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. In this case, it is possible that the balloon material was damaged (scratched) during interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation attempt. A review of the finished product lot history record (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot and all lot release testing met manufacturing criteria. In this instance, based on the information received with this complaint and without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity.

Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the concentric, de novo lesion was located in the first diagonal branch, which was mildly tortuous and mildly calcified and had a 90% stenosis. The vessel diameter was 3.0 mm and the length was 15 mm. The voyager rx 2.5 x 15 was delivered and a pre-dilatation was attempted in the lesion, but the balloon ruptured at 8 atmosphere (atm). Contrast radiography was performed and there were no complications. A xience v 3.0 x 18 mm stent was advanced and deployed at 12 atm. Intravascular ultra sound (ivus) was done and satisfactory results were noted and the procedure was completed. No additional event or patient information is available.